Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and found indications of heat/burning on the female end of the a/c power cord (where it connects to the table's a/c input plate) as well as the a/c input plate. The technician stated that both parts had a "burnt" smell. The technician stated the cause of the reported event was due to damage to the right connector terminal pin of the table's a/c input plate and corresponding receptacle of the a/c power cord. The damage created conditions for a poor connection between the power cord and table connection terminals which caused electrical arcing subsequently causing the reported event. The technician replaced the power cord, a/c plate and power supply, tested the table and confirmed the unit to be operating properly. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that a burning smell was emitting from their surgical table. No patient was present during the time of the reported event, no smoke was observed and no injuries, procedure delays or cancellations were reported.